Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular implant revision due to instability and dislocation. X rays appear to show the acetabular component to be in approximately 30 degrees of anteversion. A decision was made to revise the acetabular component in order to correct the version, on opening the patient it was evident that the acetabular cup was over anteverted.